Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 was failing at any time with a double click noise. A field service engineer (fse) shut down the station, opened the latch column and noticed that the newer type of door latches pulled off door latch two. The fse tried to adjust the microswitch, turned the station off, turned the station on again, and adjusted the microswitches on the latch one more time; it still failed. Finally, the fse replaced the tower door latch with another one to resolve the issue. The fse put the latch column back on and then tested the doors in diagnostics multiple times opening and closing each of the doors to verify functionality and confirmed no errors were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.